Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# v594725, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v999674, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va03dt1, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# v974781, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the stimulator would not do anything and it showed that it was charged on the recharger screen and patient programmer screen showed a dead battery and the patient programmer batteries were replaced. The patient charged their implant about a week ago and sometimes they saw the code 7.1 but not sure what it was. The patient received assistance on using the programmer to sync to the implant and the programmer screen showed recharge implant icon on the screen. The patient was assisted on using the recharger and the screen showed all coupling bars and the stimulator less than ¼ charge. It was thought that they may have not charge their implant as much as it was thought. There was a note about confusing coupling bars with the stimulator charge level. On may 12th 2015 additional information was received regarding a problem with the patient programmer. If additional information is received, a follow-up report will be sent.